Manufacturer narrative:
Technician found the foot brake casters would swivel in brake position. Replaced the foot brake casters to resolve this issue. Unit located in a storage area.

Event description:
Problem alleged that the foot brake casters had brakes when applied but they would swivel. No injury reported.